Manufacturer narrative:
Novocure¿s medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Anxiety was unrelated to device use. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 73-year-old male with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2026, reporting that the patient experienced scalp itching, pruritus, and sores associated with the use of the optune gio device. It was noted that the patient used clobetasol ointment, triple antibiotic ointment, and skin prep. During the appointment the patient was prescribed clindamycin 1% topical solution, clobetasol 0.05% external cream, hydrocortisone 2.5% external ointment, hydroxyzine 25 mg, and was advised to start trial of sertraline to help with both itching and anxiety. A healthcare provider (hcp) was contacted for further information and responded on (B)(6) 2026, indicating that hydroxyzine had been prescribed by another physician. No additional information was provided.